Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the customer experienced elevated blood glucose (bg) levels from 242 to 432 (mg/dl) with moderate ketones. The customer administered manual injections to stabilize elevated bg levels. It was confirmed that the customer had an alternate method of insulin delivery available.